Event description:
Caller reported an issue with the insulin gauge displaying a different amount than expected and was currently experiencing a fill estimate inconsistency. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on the accuracy of positive fill estimates and instructed disconnecting and delivering a bolus to update the display. The caller acknowledged the instructions but declined to load a new cartridge, choosing to continue with the current one and follow up if necessary.